Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2015 with the following findings: on investigation, the alleged damaged battery compartment issue was verified. The battery compartment was found to have cracked along the side from the top to the case seal. Using the return cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the returned battery cap was found to be damaged/stripped.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the casing was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.